Event description:
It was reported that the patient experienced their implantable neurostimulator (ins) "cutting off" randomly until the device reached "end of service" (eos). Impedances were measured after the eos and found values >4000 ohm. It was confirmed that high impedances are possible with eos devices because the depleted battery is unable to properly perform the impedance test. Additional information indicated the patient was unsure if they would replace the ins. The company representative was unable to obtain the patient information; therefore, it was not possible to determine if the eos was due to normal battery depletion. Unable to follow up with the contact information provided, hence no additional information was obtained.

Manufacturer narrative:
(B)(4).